Event description:
It was reported that a diagnostic issue was observed. The device only recorded one episode but made note of multiple episodes. The device did not seem to record egms as it was programmed to do. The issue is suspected to be caused by the device being close to normal eri. The device will be monitored as the eri notifier is expect to be triggered within the next month. Patient was asymptomatic.